Event description:
Reporter indicated that patient feels like the generator is stimulating off and on more than normal. Lead test resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead break. Eri (elective replacement indicator) flag was "no", indicating that the device was not at end of service. Patient denied falling or suffering any trauma. The patient has not had an increase in seizures over this time period and can still perceive stimulation, indicating that therapy is being delivered.